Event description:
Additional information was provided that in the surgeon's opinion, a defect in the iol or loading caused or contributed to the event. The patient was dissatisfied with her vision. The iol was exchanged for the same model and diopter iol. The prognosis is good. The patient's issues have resolved with the replacement iol.

Manufacturer narrative:
Additional information provided in age , sex.,date of event, description of event or problem, test/laboratory data, other relevant history, medical products & therapy dates, and initial reporter also sent reports to FDA. Corrected information provided in weight. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reported a central line of visual defect. The iol was exchanged in a secondary procedure. The clinical reason for explant central iol opacity/scratch. Additional information was requested.